Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4076 implantable pacing lead 2010 (B)(6).

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead sensitivity was reprogrammed and the lead remains in use. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.